Event description:
The manufacturer received information alleging a malfunction of a ventilator's screen is black when turned on. There was no harm or injury reported. The device was not reported to be in patient use. The device has been returned to a manufacturer's service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a malfunction of a ventilator¿s screen is black when turned on. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. There is reported a problem with the device's lcd screen. The technician recommended replacing the device's lcd display to address the issue. No further investigation is required at this time. Additionally, the dc connector is damaged, and the dc harness assembly has been replaced to address the issue. All the necessary checks have been carried out to certify the restoration to the conditions prior to the breakdown. It was documented to ensure proper operation of the equipment; it is recommended that only philips-approved accessories and consumables are used.

Manufacturer narrative:
The manufacturer previously reported information received alleging a malfunction of a ventilator¿s screen is black when turned on. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. There is reported a problem with the device's lcd screen. The technician recommended replacing the device's lcd display to address the issue. No further investigation is required at this time. Additionally, the dc connector is damaged, and the dc harness assembly has been replaced to address the issue. All the necessary checks have been carried out to certify the restoration to the conditions prior to the breakdown. It was documented to ensure proper operation of the equipment; it is recommended that only philips-approved accessories and consumables are used. The device's display and display interface board were returned to the manufacturer's product investigation laboratory for further investigation of the complaint for a black screen. The product investigation lab (pil) is unable to confirm the complaint of the trilogy evo display and trilogy evo display interface board. A visual inspection found no defects. The pil installed the components in the trilogy evo testbed (stb) and the device powered on properly. The pil concludes that the display operated properly.